Event description:
Pt experienced pain and radiographs revealed some wear of patella and insert. When the knee was opened during surgery, wear was evident and the baseplate was loose. Components of tibia and patella were revised.

Manufacturer narrative:
Evaluation can not be performed because the device was not returned to howmedica. There is no evidence that the device failed to meet specifications.